Event description:
It was reported that the ventricular lead exhibited oversensing. The oversensing could be reproduced in the bipolar configuration when the patient performed isometrics. Unipolar testing did not reveal oversensing.

Manufacturer narrative:
Na